Event description:
Roll pin has sheared off of the brake pedal assy not allowing the brake to engage from foot end. The brake will engage at the head end of the bed. No incident was reported as a result of this issue. Tsr replaced the pin to correct this issue.